Manufacturer narrative:
Initial and final MDR (B)(4).- MDR device 2 of 2.

Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On 17-may-2024, it was reported by the patient that two infusions set fell off within 2 days of use. Event occurred on 05/17/2024 and 05/19/2024. Patient replaced infusion set and resumed insulin successfully. No further information was available.